Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user had high glucose value.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 82-103mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened 2/24/2016. Reviewed meter memory: (B)(6). The customer is concerned with the results of hi, hi and 508mg/dl in the meters memory. The customer informed the blood result has never been over 300mg/dl.customer is taking metformin and glucosage to manage her diabetes.the customer does not take her blood test fasting. Customer usually tests 1 hour after her meals. The customer tested the blood test and got the hi after eaten less than 2 hours ago. Customer does not have a good diet and she hardly exercises.